Manufacturer narrative:
The system was serviced in the field and failed hardware tests due to ports 3 and 4 being amber. The break out box was not communicating with the system. The axiem also had green leds on the tool ports. The breakout box was replaced and the failure was resolved. Codes b01, c02 and d02 are applicable. The em interface was returned however analysis has not been completed at this time. Codes b21, c21 and d16 reflect this. Other relevant device(s) are: product ID: 9 735825, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that when the site was setting up the system when the break out box was showing amber lights on port 3 and 4. The site rebooted the system and the issue was not resolved. Navigation was aborted. There was a delay of less than one hour and no impact to the patient. The clinical specialist (cs) was onsite to troubleshoot and she confirmed ports 3 and 4 were showing amber lights. She also reported that none of the other ports appeared to be functioning. When a tracker was plugged into one of the ports (excluding 3 and 4) the light turned green and the tracker was recognized in the software, but it was not able to be tracked by the emitter. They interfaced with a new break out box from another system on site and it functioned as normal.

Manufacturer narrative:
H2: part number: 9735825, lot number: 603003113 h3: the returned unit was tested for a twenty four hour duration and no issues were observed, as tracking remained consistent. Unable to replicate the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.